Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube disorder ("unhealthy fallopian tube"), bladder disorder ("my bowel and bladder were completely covered in lesion"), inflammation ("inflammation"), gastrointestinal disorder ("my bowel and bladder were completely covered in lesion") and libido increased ("sex and sex drive is better than before "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, bladder disorder, inflammation, gastrointestinal disorder and libido increased outcome was unknown. The reporter considered bladder disorder, fallopian tube disorder, gastrointestinal disorder, inflammation, libido increased and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal, unhealthy fallopian tube, my bowel and bladder were completely covered in lesion, inflammation". Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event was added- sex and sex drive is better than before essure it killed me to wait the full 6 weeks. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube disorder ("unhealthy fallopian tube"), bladder disorder ("my bowel and bladder were completely covered in lesion"), inflammation ("inflammation"), gastrointestinal disorder ("my bowel and bladder were completely covered in lesion") and libido increased ("sex and sex drive is better than before "). The patient was treated with curcuma longa (turmeric) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, bladder disorder, gastrointestinal disorder and libido increased outcome was unknown and the inflammation had not resolved. The reporter considered bladder disorder, fallopian tube disorder, gastrointestinal disorder, inflammation, libido increased and medical device removal to be related to essure. The reporter commented: I take turmeric and I have noticed an improvement, a little over a year post op hysto. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal, unhealthy fallopian tube, my bowel and bladder were completely covered in lesion, inflammation". Most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter and outcome of event inflammation changed from unknown to not recovered not resolved were added. On (B)(6) 2020: social media received. Reporter added. On (B)(6) 2020: social media received. Reporter added. Treatment drug was added: turmeric. Rcc was added. On (B)(6) 2020: this case (B)(4) was delete from bayer data base due to duplicate of (B)(4) . All information were transferred to case which will be retained. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube disorder ("unhealthy fallopian tube"), bladder disorder ("my bowel and bladder were completely covered in lesion"), inflammation ("inflammation") and gastrointestinal disorder ("my bowel and bladder were completely covered in lesion"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, bladder disorder, inflammation and gastrointestinal disorder outcome was unknown. The reporter considered bladder disorder, fallopian tube disorder, gastrointestinal disorder, inflammation and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal, unhealthy fallopian tube, my bowel and bladder were completely covered in lesion, inflammation". Most recent follow-up information incorporated above includes: on 3-dec-2019: social medias received. Reporter information updated. Events: unhealthy fallopian tube, my bowel and bladder were completely covered in lesion, inflammation were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube disorder ("unhealthy fallopian tube"), bladder disorder ("my bowel and bladder were completely covered in lesion"), inflammation ("inflammation"), gastrointestinal disorder ("my bowel and bladder were completely covered in lesion") and libido increased ("sex and sex drive is better than before "). The patient was treated with curcuma longa (turmeric) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, bladder disorder, gastrointestinal disorder and libido increased outcome was unknown and the inflammation had not resolved. The reporter considered bladder disorder, fallopian tube disorder, gastrointestinal disorder, inflammation, libido increased and medical device removal to be related to essure. The reporter commented: I take turmeric and I have noticed an improvement, a little over a year post op hysto. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal, unhealthy fallopian tube, my bowel and bladder were completely covered in lesion, inflammation". Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter and outcome of event inflammation changed from unknown to not recovered not resolved were added. On 23-mar-2020: social media received. Reporter added. On 23-mar-2020: social media received. Reporter added. Treatment drug was added: turmeric. Rcc was added. On 29-apr-2020: this case (B)(4) was delete from bayer data base due to duplicate of case-(B)(4). All information were transferred to case (B)(4) which will be retained. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.